Event description:
During a ptca procedure, a dissection occurred. The physician reported that the distal marker band was loose and questioned the balloon length and compliance. The pt went to surgery. Pt status is listed as "ok."